Event description:
The complaint alleges that the power wheelchair was not holding a charge. Active mobility repaired unit and on (B)(6) 2023 the wheelchair allegedly spontaneously combusted while in their house.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Manufacturer narrative:
The device has not yet been made available for evaluation. However, the following information was forcoming and, thus, MDR is updated.

Event description:
The complaint alleges that the power wheelchair was not holding a charge. Active mobility repaired unit and on (B)(6) 2023 the wheelchair allegedly spontaneously combusted while in their house.

Event description:
The complaint alleges that the power wheelchair was not holding a charge. Active mobility repaired unit and on (B)(6) 2023 the wheelchair allegedly spontaneously combusted while in their house.

Manufacturer narrative:
Experts viewed the scene and the unit was not the cause of the incident.